Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg05n1t07, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving lioresal (unknown dose and concentration) via an implantable pump for intractable spasticity and post spinal cord injury. It was reported the patient had a refill on (B)(6) 2020, and the estimated residual volume (erv) was 6.7 ml and the actual reservoir volume (arv) was 1 ml. The patient had increased spasticity. The rep stated their previous refill erv was 6.7 ml and the arv was 13.5 ml and they had no change in therapy. The patient stated they were able to fill the pump completely full without difficulty. The patient was redirected to their hcp.

Event description:
Additional information was received from a business partner on (B)(6).. It was reported that previous pump reservoir volumes were as follows: (B)(6).- 2.8cc (it was noted that this was "good"); (B)(6). - 15cc actual, 4cc pump reading; (B)(6).- 13.5cc actual, 6.7cc pump reading; and (B)(6). - <(><<)>1cc actual, 9.3cc pump reading. It was noted that the patient experienced increased spasticity and shaking for about a week prior to refill. It was noted that the refill was done 2.5 weeks prior to the alarm date due to the patient complaining of increased spasms. On (B)(6)., the hcp offered to adjust the baclofen in the pump, but the patient refused. The patient was treated for urinary tract infection (uti) with persistent sweats, tremors, chills, and pruritus. The patient's leukocytosis was improving. The patient was given intravenous (IV) zosysn (3.375mg q6hr) and vancomycin. On (B)(6). The patient was switched to gentamycin (q24h) but was switched back to vanco/zosyn combo on (B)(6).. The patient stopped on (B)(6).. On that date, it was noted that per the patient, the spasms were not under control and early filling of the pump was r equested. The pump was refilled with 40ml of baclofen at the same dose. The patient's medical history included chronic osteomyelitis on (B)(6). A left girdlestone on (B)(6)., poorly healing ischial wounds, prior seizures, "spt" colostomy, recurrent utis, and prolonged hospital course. The patient recently developed proteus urosepsis with ams, mild hyponatremia, and aki on (B)(6). Which prompted transfer to the medicine service. The patietn had a ctx IV followed by cefpedoxime and vancomycin orally for positive c. Diff, and was most recently was treated with a 5 day course of vancomycin/zosyn for sepsis. On (B)(6).the patient was transferred to the critical care unit (ccu) for c/f inferior stemi status post coronary angiography with no obstructive cad and complicated by right cfa thrombus status post plain old balloon angioplasty (poba) x2. The patient was bridged from heparin to warfarin. The patient complained of left face/arm numbness and magnetic resonance imaging (MRI) showed two punctate recent acute to early subacute infracts in the left cerebellum and right putamen. On (B)(6). And (B)(6). The patient underwent an overnight coronary angiography post pulse check with loss of pulse and acute limb ischemia. Anigography showed a clot at the site of the right femoral access which was successfully revascularized with poba x2. Arterial duplex on (B)(6). Showed a slight filling defect in color flow doppler in the proximal cfa, but no true dissection was visualized. The filling defect may have been due to the presence of atherosclerotic plaque. R abi was 0.51 and l abi was 0.83. On (B)(6)., bilteral feet were symmetrically warm and pink with newly palpable right popliteal and pt pulses, corroborated with strong multiphasic doppler signals. A small mobile non-pulsatile hematoma was palpated in the right groin. Bedside arterial duplex was negative for pseudoaneurysm. Per vascular surgery recommendations, the patient would need to continue therapeutic ac for 3 months (transitioning from heparin to warfarin). Warfarin 5mg was started on (B)(6)., trending inr and adjusting as needed. Vascular surgery had signed off and was to follow-up with the patient in 1 month with arterial duplex. The patient had been stable thus far and they would continue to monitor the groin hematoma. The patient was persistently hypotensive on the day of transfer ((B)(6).). As the patient has been there for >1 year, they were not routinely undergoing vital sign checks (other than autonomic dysreflexic episodes) and therefore it was hard to determine baseline bps recently. Reassuringly, the patient's labs did not show evidence of any signs of end organ perfusion, and the patient continued to mentate well. Dysautonomia was suspected from a known spinal cord injury (sci) as the patient's bp had varied from hypotensive to hypertensive throughout this past year. Medication effect (increased baclofen from pump malfunction) was also considered however the sci attending believes this was less likely. There was low suspicion for sepsis - despite a known history of uti and chronic osteomyelitis, the patient had been afebrile, had no white count, normal lactate, adequate uop, was mentating well, had no evidence of end- organ damage, cxr clear, ua clear, and blood <(>&<)> urine cultures w/ no growth. There was no indication for antibiosis as t here was no definitive infection and it was thought that dysautonomia was more likely vs medication effect. The patient was endorsing some left face and arm pins and needles and numbness on (B)(6).. Computerized tomography (CT) scans of the head and cervical spine without contrast were negative for bleed but showed hypodensity in right lentiform nucleus which was likely an old infarct. This finding correlated with the patient's exam finding of numbness on the left face and arm so a stroke workup was pursued with MRI of the brain and mra, which showed two punctate recent acute to early subacute infarcts in the left cerebellum and right putamen, and unremarkable mra. A1c was 4.6%, ldl was 61. Per neuro, given the unremarkable mra, embolic source of stroke was suspected. Tte w/ bubble study was being deferred given recent oubreak of covid in echo labs, however, this was to be done as outpatient when possible. Last tte in (B)(6). (W/o bubble study) showed normal biatrial size and no clots were seen. Dopplers showed no deep vein thrombosis (dvt) but noted small nonocclusive thrombus in the proximal right basilic vein. The patient was already on ac but once warfarin is discontinued in 3 months (per vascular surgery recs), it was noted that the patient should switch to asa 81mg daily for secondary stroke prevention. It was noted that if the patient would be discharged home soon, they should go home with a holter monitor to evaluate for arrhythmia. The patient had an episode of unresponsiveness for 30 sec on (B)(6). In the early morning. The patient had known epilepsy since 2012 and was on keppra and tegretol. The patient was last seen by neurology in (B)(6). And had their last seizure in (B)(6).when keppra and tegretol levels were normal. Neurology was consulted on (B)(6). And believed that this episode was due to orthostasis rather than seizure as the patient was conscious throughout. Carbamazepine level was within normal limits, keppra level was pending, serum tox was negative, and urine tox was positive for cannabinoids. Initially in a setting of rrt, the patient had inferior ste and bradycardia concerning for rca ischemia. The patient did not endorse any pleuritic chest pain or substernal chest pain but this picture is of course complicated by their c4 sci and lack of sensation. Per pm<(>&<)>r team, it was possible that patient would not have sensation of ischemia. Coronary angiography without obstructive cad was performed on (B)(6).. Of note, the patient had a history of ste and st abnormalities on past ekgs.   The patient tested negative for covid-19 on (B)(6). And (B)(6).. Their catheter size was upgraded to 20 fr on (B)(6). To decrease incidence of clogging. The patient declined oral baclofen. The patient started demerol 25mg once daily as needed but hadn't used it in a few days. Urine cultures grew proteus mirabalis, enterococcus, and mrsa. A CT urograb was obtained with right nonobstructing staghorn calculi and nonobstructing calculi in the left kidney. A 2.2cm calcified bladder stone was identified and urology was consulted. The patient was to be scheduled for intervention in the summer after the uti resolved. It was noted that the patient had a neurogenic bladder and bladder stones status post cysto with removal of two stones on (B)(6)., and several small fragments were removed on (B)(6).. Nursing was reporting an increased amount of bladder stones evident when changing the spt on (B)(6).. Evaluation on (B)(6). Indicated there was a suprapubic catheter, dependent debris, and echogenic material within the dependent portion of the gallbladder with shadowing suggestive of sediment and bladder stones. Correlation with urinalysis was recommended . It was noted that the patient had a left trochanteric wound with osteomyelitis and was monitored on wound rounds. The wound was covered with mepilex and changed daily with a small amount of antifungal cream. The patient was monitored for skin issues and continued pain. The patient had a sacral stage IV wound and a right ischial wound which were improving. The patient was able to direct care needs and had a caregiver at home who had been able to do dressing changes in addition to vna services. The patient's neurogenic bowel was being managed with colostomy and the patient was to continue with miralax daily and as needed, senna, and colace daily. It was found that the patient had low serum iron and low transferrin saturation. Ferritin was at 45 within normal limits. Hemoglobin was stable at baseline. The patient was to continue oral iron supplements on monday/wednesday/friday, to monitor for constipation, and to check hemoglobin as needed. For seizures the patient was to continue keppra 2000mg and tegretol 400/200/400mg. In (B)(6). The keppra level was therapeutic. A seizure was noted on (B)(6).. Tegretol and keppra kevels were therapeutic and opiate levels were negative. Hypokalemia was noted, with levels of 3.1 on (B)(6). And 3.5 on (B)(6). Status post supplementation. On (B)(6). The patient's level was 3.2. The patient had right bicep tendinitis which was improving. Other history included bilateral eye styes vs pre-septal cellulitis, which were resolved. The patient complained of stye of l eye for first time on (B)(6). Evening. On (B)(6). The patient reported styes in both eyes and the left lower lid with large nodule concerning for chalazion rather than stye. Near complete resolution occurred as of (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.